Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator had a black screen, generated an alarm and ventilation stopped then shutdown. The patient was placed on an alternate ventilator without injury.

Manufacturer narrative:
Update due to device evaluation: h6 evaluation code method remove b21 and add b01 result remove c21 and add c13 conclusion remove d16 and add d02 component remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator had a black screen, generated an alarm and ventilation stopped then shut down. The device was available for evaluation. The service personnel (sp) inspected the unit and confirmed the reported issues. To solve the issues, sp replaced main control board, sbc (single board computer) board and back up battery. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. The likely cause of the event was isolated to a fault in main control board and/or sbc board and/or back up battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to parts returned section h6 was updated due to parts returned and analysis result code - additional code added conclusion code - remove d02 and add d01 component code - remove g07001 and add g0201201 h3 device evaluation summary: updated due to parts returned and analysis medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator had a black screen, generated an alarm and ventilation stopped then shut down. The device was available for evaluation. The service personnel (sp) inspected the unit and replaced the main control board, single board computer) board and back up battery. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. One sbc board and back up battery were returned for failure investigation. The components were visually inspected and functionally t ested with no malfunction or product deficiency observed. One control board was returned for failure investigation. On visual inspection, it was found the thermal damage on the c92 capacitor which would affect the functionality of board. If a failure of the c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a damaged c92 capacitor in control board. Analysis determined that the control board serial number was prior to the implementation of a change to address c92 failures. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this ht70 ventilator had a black screen, generated an alarm and ventilation stopped then shutdown. The patient was placed on an alternate ventilator without injury.